Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Customer was in store and is well. Customer did not bring in strips. Reviewed meter memory: see scanned table.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Customer was in store and is well. Customer did not bring in strips. Reviewed meter memory: (B)(6).

Manufacturer narrative:
Product returned for evaluation on (B)(4) 2015, but evaluation is in process. (B)(4).